Event description:
It was reported that the right atrial (ra) lead was exhibiting a possible loss of capture. The patient presented with a heart rate in the 20s. The lead exhibited atrial undersensing and far field oversensing. Per follow up, the patient was having intermittent runs of ectopy. The lead settings were revised and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.